Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised left rear frame is broken where seat and back connect.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the weld was broken at the bottom rear of the left cross brace. An expanded evaluation was performed. The expanded evaluation report confirmed that the lower frame tubing was broken below the weld to the upright. Additionally, corrosion was observed inside the tubing at the break.

Event description:
Dealer advised left rear frame is broken where seat and back connect.